Event description:
During a literature review, an article [1] was identified in which one patient developed enlarged hematoma during a chronic venous occlusion recanalization procedure in which the powerwire radiofrequency guidewire was used along with the adjunctive sharp recanalization technique. Other devices used in the procedure included quick-cross (spectranetics), navicross (terumo) and brk-1 (st. Jude medical). The hematoma developed due to focal transgression of the inferior vena cava during the sharp and radiofrequency wire recanalization procedure. After the patient was anticoagulated, bleeding into the retroperitoneum resulted in a decrease in blood counts and an enlarging hematoma causing back pain without deviations of hemodynamic parameters. Anticoagulation was discontinued, and the injury was managed by placement of a stent graft in the distal inferior vena cava. The patient was discharged 2 days later. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure. [1] majdalany, b. S., n. Monfore, m. S. Khaja, and d. M. Williams. 2019. 'Radiofrequency wire recanalization of chronically occluded venous stents: a retrospective, single-center experience in 15 patients', cardiovasc intervent radiol, 42: 130-36.